Event description:
It was reported that the cutter won't cut. Blue connector on the control module is broken. Green cable is very loose when plugged into control module. The customer was able to retrieve two samples, however, case was aborted. There was no pt consequence.